Event description:
It was reported that during a laparoscopic gastric bypass the unit would not activate when the doctor pressed on the footswitch pedal. Another footswitch was used to complete the case with no pt consequence.